Event description:
On (B)(6) 2012: case description: 510k: k944866, product number: 333-50-1000004606, fresenius (B)(4), MFR of viaspan (teva product number; k944866), notified teva on (B)(6) 2012 of a media-fill failure that supported the aseptic mfg for viaspan potentially impacted lots: 16ek0007 and 16ek0193. Fresenius initiated a deviation and their investigation is continuing. Visual examination of the media fill bags identified turbidity in (B)(4) bags. Initial analysis and investigation appears to have identified a small leak in one of the measurement devices in (B)(4).

Manufacturer narrative:
Additional sterility tests on prior and subsequent viaspan batches were initiated with results expected in (B)(6) 2012. At the time of reporting there have been no reported adverse events, stability or product sterility failures. Additional info will be provided as it becomes available.